Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported pericardial effusion may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a ventricular tachycardia ablation procedure using a supreme ep catheter, a pericardial effusion occurred. The supreme ep catheter was placed in the right ventricular apex. Transseptal puncture was performed and a therapy cool flex ablation catheter and an inquiry afocus ep catheter were placed in the left ventricle for mapping purposes. The patient began exhibiting frequent pvcs and became symptomatic. An echocardiogram was performed, revealing a pericardial effusion at the right ventricular apex, for which a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any sjm device.